Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a dark image. The issue was found after a therapeutic laparoscopic surgery procedure that was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope had a dark image. The issue was found after a therapeutic laparoscopic surgery procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the back end of light guide bundle is severely creased and damaged, the shell of the up board is cracked, defects in lg (light guide) cover glass, and slight tilt of image. A definitive root cause could not be identified. Based on the results of the investigation: it is likely the dark image and the creased and damaged back end of the light guide bundle are due to a component failure of the light guide bundle. It is likely the cracked shell of the up board is caused by a component failure of the video connector. A definitive root cause could not be identified for the defects in the lg (light guide) cover glass or the slight tilt of the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.